Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Subsequently, it was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer loaded a new cartridge and was ultimately able to clear the alarm and resume insulin therapy. Customer's blood glucose level ranged from 180 mg/dl to 290 mg/dl.